Event description:
A baxter sales rep reported to baxter corporate product surveillance a clearlink secondary medication set in which simultaneous flow occurred. The set was being used with a continu-flo solution set while infusing albumin. The nurse observed drips from the secondary set, and then it went back to both bags infusing. Upon follow-up with the customer, it was clarified that the facility uses both the albumin and intravenous immunoglobulin (ivig) infusions through a vented spike adapter. Since both medications are in glass containers, the facility will be switching back to using (B)(4). The customer stated that each time the secondary infusion was set up, the primary was lowered the full hanger length, and began the infusion. They are aware that if the infusion rate is set greater than 250ml/hour it may lead to a simultaneous flow, therefore, they infuse the albumin at 111 ml/hour and the ivig at 200 ml/hour. The event occurred during infusion. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.